Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate, e. Coli, was misidentified as pseudomonas pseudoalcaligenes. The user verified the results using maldi, and biochemical testing.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4128406. The customer did not return panels but provided phoenix generated lab reports, binary files and an isolate for the investigation. The lab reports show identifications of pseudomonas pseudoalcaligenes when using the complaint batch. The customer returned isolate was verified on a bruker maldi biotyper and labeled as e. Coli 00128. It is to be noted that the e. Coli 00128 isolate appeared to have poor growth during subculturing for complaint testing. To investigate, three retention panels each from the complaint batch were tested using in house isolates e. Coli enf 12571 and e. Coli enf 22416 on a phoenix m50 machine and evaluated for identification results. Next, three retention panels from the complaint batch were tested using customer returned isolate e. Coli 00128 on a phoenix m50 machine and evaluated for identification results. Last, control panels from the same material but different batch were inoculated with customer returned isolate e. Coli 00128 on a phoenix m50 machine and evaluated for identification results. The panels tested with customer returned isolate e. Coli 00128 returned moraxella and shigella flexneri identifications. The panels tested with internal isolates identified their inoculated isolates as e. Coli. While there has been an observation of misidentifications by the customer, bd has not been able to replicate e. Coli misidentifying as p. Pseudoalcaligenes through investigative testing. This complaint is confirmed for misidentification. As part of the investigation, bd r&d performed an analysis of the customer binary files. Review of the binary files from the customer's internal testing shows variability in some of the substrate reactions. Review of the files shows that some of the substrate reactions were more aligned with a p. Pseudoalcaligenes identification as opposed to e. Coli. However, based on the analysis, there were no results that stood out to be a definitive cause of the mis ids. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate, e. Coli, was misidentified as pseudomonas pseudoalcaligenes. The user verified the results using maldi, and biochemical testing.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.